Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the patients ipg would no longer hold a charge. The physician suspected that it was due to the old age of the device. The patient will undergo an ipg replacement procedure.